Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of around 560 mg/dl with ketones (level not specified). Suspected cause was due to the customer¿s settings requiring adjustments. As a result of bg, the customer first went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin, which resolved the issue with no permanent damage to the customer. The customer was released from the hospital on (B)(6) 2025. Customer updated their pump settings to address the event.